Event description:
The customer reported that the device was not functioning properly during a laparoscopic pancreatectomy. There was no pt injury. The device was returned for eval and visual inspection noticed that the clear insulation was missing. Additional questions in regard to the incident have been asked.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted. Additional questions in regard to the incident have also been asked.